Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 21186386; model/catalog description:  linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein two leads were added. No device malfunction was suspected. The patient was doing well postoperatively.